Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: no damaged piece of the instrument fall into the patient's body, there was no material missing or detached from the portion of the device that enters the patent¿s body, the instrument will be returned (rma30275984-d).